Event description:
Replacement of bilateral saline implants. Right and left implants filled with 325cc each of normal saline. Postoperative diagnosis: defective saline implants with volume loss. The pt noted significant volume loss on the right breast and since her last office visit approx one month ago it was also noted that the left breast also appeared smaller. The pt was brought to the or for exchange of the right implant and possible exchange of the left implant. The right implant was removed intact and set aside to be inspected later. The new prosthesis was implanted and the pt was checked for symmetry. There was a significant discrepancy between the right chest and the left chest. Therefore, it was elected to replace the left implant also. The implants were found to have a loss of volume. The remaining fluid in the old right breast implant was only 70cc, and in the left implant only 240cc.